Event description:
It was reported that while advancing the crossing support catheter through a very calcific anterior tibial artery, the catheter would not advance any further and during retraction, the catheter detached. The proximal half of the catheter was removed without incident; however, the distal half of the catheter remained in the artery. A snare device was used to successfully remove the detached catheter. There was no reported pt injury.

Manufacturer narrative:
Original bulk non sterile manufacturer has no direct contact with end user. Excluding specific info related to the original manufacturer, contact, location, lot and code, visual review, manufacturing process/record review and retain eval in non-sterile condition from same lot and similar code, info included in the MDR record was provided by original manufacturer's customer. Visuals of the device were provided and reviewed. The break was not clean but showed some evidence of stretching. Review of the original manufacturing records did not identify any related cause for the event. The product met final release criteria. Similar retained product and retain sample of same lot number in bulk non sterile condition evaluated and confirmed to meet specifications. Applying excessive forces may result in catheter separation.